Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5867-3m adaptor, implanted: (B)(6) 2015; ddbb1d4 ICD, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient felt symptomatic, and there were pauses due to t-wave oversensing (twos) being exhibited with the right ventricular (rv) lead. The patient was reported to be very aware of symptoms associated with their recently implanted device. It was further reported that the physician chose to remove and replace the patient's implantable cardioverter defibrillator (ICD)&#1295; alleviate the patient's symptoms. The rv lead remains in use. No patient complications have been reported as a result of this event.